Manufacturer narrative:
The infection is not believed to be device related. The recipient reportedly underwent surgery to clear biofilm on (B)(6) 2024. The recipient has healed. The recipient has resumed device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced reoccurring infections. The recipient presented with pain and swelling. The recipient was medically treated (type unknown) in (B)(6) 2024. In (B)(6) 2024 an ultrasound sonography (usg) was performed, and some collection was observed. A surgery was performed to clear the accumulation and biofilm deposits were found both over and under the internal implant. These collections were cleared with precaution. Post surgery, when the recipient was healed, impedance and nri were measured in sterile conditions. The results revealed a slight increase in impedances and absent nri's especially at basal electrodes.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has resolved. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.